Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal left circumflex with moderate tortuosity, heavy calcification and 99% stenosis, a non-abbott guide wire crossed the lesion and an intravascular ultrasound catheter was advanced but could not cross the lesion. A 2.5x15 mm rx trek dilatation catheter was advanced to the lesion with some difficulty crossing the lesion, no force was applied and the balloon was inflated; however, the balloon ruptured on the second inflation at 12 atmospheres. The 2.5x15 mm rx trek dilatation catheter was withdrawn from the patient anatomy without resistance and a 2.5x10 mm non-abbott balloon catheter was used for further dilatation. A 2.5x23 mm xience xpedition stent was implanted. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.